Manufacturer narrative:
A ge service rep performed an on site investigation. The aspect bow power connection was re-seated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system had no image on the left monitor. No patient injury was reported.